Event description:
It was reported that the wings on the anchor broke off during deployment. The broken pieces were removed from the patient. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor showed five of the anchor fins have broken off on one side, three were returned. The inserters inner shaft is slightly bent. Functional assessment of the inserters torque limiter was found to function as intended. The condition of the anchor indicates axial alignment was not maintained during insertion of the anchor.